Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed and would not fire. This happened with 3 devices. They got a 4th one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Instrument a: malformed clip. Instrument b: batch # d9dp6t; expiration date: 04/25/2012; MFR date: 05/25/2007; orange indicator was beyond of its intended position. Instrument c: batch # d9dh10; expiration date: 02/26/2012; MFR date: 03/26/2007; orange indicator was beyond of its intended position. Eval summary: the analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, the first firing caused the pear shaped clip due to an advancer bypass, the remaining five clips were fed and formed within manufacturing specifications. However, no jamming issues were noted during analysis. The analysis results confirmed that one el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications, no jamming issues were noted. The instrument locked out as intended but the orange indicator was beyond of its intended position. The analysis results confirmed that one el5ml device (c) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications, no jamming issues were noted. The instrument locked out as intended but the orange indicator was beyond of its intended position. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.